Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and bradycardia. The implantable pulse generator (ipg) exhibited pacing below the programmed rate. The right ventricular (rv) lead exhibited intermittent capture. The ipg was explanted and replaced. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.